Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported abscess or septic shock resulting in death could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. It was reported that an abscess was discovered between the patient¿s right atrium and right ventricle. A surgery was performed on (B)(6) 2020, to remove all foreign material and replace the heartmate 3, serial number (B)(6), with heartmate 3, serial number (B)(6). At the end of the procedure, the patient developed septic shock and subsequently expired. It was reported that no autopsy was performed, and the newly implanted device, (B)(6), was not explanted for evaluation. The event was not considered to be device-related. (B)(6), was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Inspection of the cuff lock found that one of the yellow markings was missing. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6), was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. Review of the lvad final assembly DHR showed that the cuff lock installed on (B)(6), passed all inspection and testing steps. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death, local infection, and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 5 ¿surgical procedures¿ of the IFU provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2020 indicated that the patient got an abscess between the right atrium and the right ventricle. The hospital decided to remove all foreign material and to replace the device. At the end of the procedure the patient developed a septic shock and subsequently expired in tabula.

Manufacturer narrative:
Sections b5, d11, h6 (patient codes): additional information. Section d3: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.